Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor fractured in two pieces. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.